Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3 and no sound was coming from the device due to a possible drop of the device. The x3 was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported. A philips field service engineer (fse) at bench repair evaluated the device in question. The (fse) could not reproduce the reported malfunction during the evaluation. The (fse) performed functional tests with a patient simulator and the electrical safety tester. The unit passed with no failures or errors detected. The cause for the reported issue could not be established. At the time of testing by the (fse), the device worked to specification. The cause for the reported issue could not be determined. No further investigation or action is warranted. The device remains at the customer site.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3 and no sound was coming from the device. The x3 was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.